Manufacturer narrative:
UDI - (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging identified a trunk-ipsilateral leg component with a proximal type I endoleak with aneurysm growth of an unknown amount. The cause of the endoleak is reportedly disease progression of the aortic neck.

Manufacturer narrative:
Medication's - amitriptyline, aspirin, ciclopirox, citalopram, lidoderm, lisinopril, lovastatin, morphine, and norco.

Event description:
On (B)(6) 2017, the patient was implanted with three aortic extender components to extended proximally from the trunk to treat the type I endoleak. It was reported final imaging identified the endoleak had resolved. The patient tolerated the procedure.